Event description:
A customer reports electric shock from their abbott diabetes care device. There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor patch. No burn marks or components damage were observed. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly). There was no evidence of burn marks or components damage. Further investigation has been performed. No burn marks or evidences of the sensor blowing up were observed. Visual inspection has been performed on the returned sensor by using a digital microscope. No issues were observed with the sensor. There were no observations for any signs of sensor data corruption or glucose reading abnormalities. The device was brought to a lab bench for testing. An smu (source meter unit) test was performed to check the functionality of the returned puck and check the accuracy of the puck's readings. It was observed that the returned puck was moved into state 8(error termination). The sensor battery voltage was measured within specification. An smu and poise voltage test were performed. Both tests were passed and results were within specification ranges. This indicated that there was no issues with electrical signal lines integral to the glucose reading process of the returned puck. Sensor thermistor testing was performed and the temperature difference between the puck temperature and the room temperature was observed to be within specification. An on and off current test were performed on the returned sensor. The on current and the off current both had measured within specification ranges. The complaint for "electric shock¿ but which was not observed. Functionality tests were performed on the returned sensor and passed with no issues were observed. No visual damage was observed to the outside casing or the pcba of the returned sensor. This issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports electric shock from their abbott diabetes care device. There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.